Manufacturer narrative:
At this time, the reported issue has not been ruled out to be only monitored values that were affected. It is unknown if the delivered volumes were inaccurate. Further evaluation is expected and additional information has been requested of the customer but they have not responded yet. Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it had a hot wire flow sensor read high volumes. The customer stated the unit was on a patient when reported issue occurred. The ventilator was switched to another ventilator and there was no patient harm reported. The customer has been troubleshooting the issue and believes that it is the ventilator having the issues, not the hot wire flow sensors.

Manufacturer narrative:
Results of investigation: the carefusion field service evaluated the reported problem and replaced all printed circuit boards. The gas delivery engine (gde) was received damaged so no investigation can be performed. This reported issue will be tracked and internally investigate the situation.